Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device issued an error message when turned on in patient use. On (B)(6) 2018 at 09:30 hrs, a (B)(6) female patient weighing (B)(6) lbs with complaints of chest pain was connected to the device by emergency medical services (ems) crew. When the error message occurred, the ems crew obtained another device to monitor the patient. It was unknown at the time of the reporting if the patient was harmed or experienced an adverse patient impact. There was no report of immediate clinical action taken to prevent serious injury or death.